Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Correction: b5 ¿ related manufacturing numbers 1627487-2025-00247 and 1627487-2025-00248 should not have been included in the event description.

Event description:
It was reported that during the explant procedure on (B)(6) 2024 [related manufacturer reference number: 1627487-2025-00246,1627487-2025-00247,1627487-2025-00248], two of the leads caught on the ligament flavum, broke, and a portion of the leads remain implanted. It is unknown which leads broke.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received. The allegation is against 2 of 3 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 9023663.